Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation as no images were submitted for review. Analysis of the submitted log files appeared to show the pump operating as intended. The submitted controller event log file contained data from (B)(6) 2021. There were several pulsatility index (pi) events that filled the majority of the log file. No atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. It was reported that the patient presented to the clinic with pi events associated with inflow cannula malposition. The patient was well optimized from a volume and blood pressure standpoint. It was later reported that no imaging was done. The plan of care was to continue with the current treatment plan and no interventions were taken at that time. The patient remains ongoing on heartmate 3 left ventricle assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Furthermore, there are no audible alarms with a pi event. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with chronic pulsatility index (pi) events associated with inflow cannula malposition. The patient was well optimized from a volume and blood pressure standpoint. The customer requested a log file review before the patient be discharged home. Technical services (ts) reviewed the log file and observed some period of pi events but no unusual events. The vad and peripheral equipment appeared to be functioning as intended. The vad coordinator reported that no imaging was done. The plan of care was to continue with the current treatment plan. No intervention would be taken at this time.